Event description:
It was reported that during a lap nephrectomy procedure, the device only fired one side of the staple line. The procedure was converted to open to control the bleeding. It is unk how the procedure was completed. The pt is fine.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.